Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during sheath slitting. Coronary sinus access was obtained again and the lead was implanted and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.